Event description:
It was reported that the patient is experiencing difficulty pressing the pump, when the pump is able to be pressed it remains flat with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the patient was provided suggestions to resolve the issue.